Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the investigation is inconclusive for a detached limb in the heart. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post filter deployment (date not provided), allegedly a detached filter limb migrated to the right ventricle extending from the mid-cavity to the apex. No information was provided if the filter or detached limb were removed. The status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: medical records received. Based on a review of the medical records provided: a vena cava filter was successfully deployed in the infrarenal ivc without complication for a history of dvt. Approximately two years and two months post filter deployment, an echocardiogram (echo) was performed to evaluate a detached filter limb in the right ventricle (rv). The echo demonstrated the right ventricle to be normal in size and function; and an echodensity in the rv extending from the mid cavity to the apex, presumed to be a piece of the ivc filter and not impairing rv function. Approximately two years and five months post filter deployment, an echo was performed to evaluate a detached filter limb in the rv. The echo demonstrated normal rv size; normal rv wall thickness; and normal rv systolic function. There were no foreign body objects identified within the heart. Conclusion: neither the device nor images were provided. Medical records were provided. The medical records allege the filter was deployed successfully below the renal veins. Approximately two years and two months after implantation, an echocardiogram was performed to evaluate an alleged detached limb in the right ventricle. An echodensity was allegedly identified in the right ventricle extending from the mid cavity to the apex. It was presumed that this density represented a piece from the ivc filter. As the identity of the density was not stated with certainty, the investigation is inconclusive for a detached filter limb. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that there were no attempts made to retrieve the filter or detached limb in the heart. The patient is currently experiencing pain and shortness of breath. Based on medical records received from the patient, it was identified that a vena cava filter was successfully deployed for a history of dvt. Approximately two years and two months post filter deployment, an echocardiogram demonstrated an echodensity in the right ventricle (rv) extending from the mid cavity to the apex, presumed to be a detached filter limb. Approximately two years and five months post filter deployment, an echocardiogram was performed to evaluate the detached filter limb in the rv. There were no foreign body objects identified within the heart. The patient status was not provided. No additional medical records were received for this patient.